Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s screen was scratched and harder to see and had button lock. Customer stated the insulin pump had battery life at times only 3 days, rejects new batteries and unexplained no delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.